Manufacturer narrative:
Evaluation shows that the removable arms were loose causing the issue. This is no longer a reportable event.

Event description:
The provider states the left wheel is rubbing the side frame. Evaluation shows that removable arm was loose.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the left wheel is rubbing the side frame.